Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00288.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced the first ruby coil into the target vessel using a non-penumbra microcatheter and attempted to detach the ruby coil using the handle. However, it was reported that the ruby coil "would not deploy". The ruby coil was then removed and was not used in the procedure. The procedure was completed using additional ruby coils, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.